Manufacturer narrative:
Continuation of d10: product ID: 8780 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl 1500 mcg ml 100 mcg day via an implantable pump. It was reported that the physician attempted to aspirate in the clinic but could not get flow so he told the patient when she was having her scheduled pump replacement done. He would fix the catheter. During surgery, he tried to aspirate both through the pump and directly from the pump connector but could not obtain fluid. The catheter was not working. There were no known environmental/external/patient factors that may have led or contributed to the issue. He removed the pump segment and tried to aspirate directly from the spinal segment and could not obtain fluid at that point, so he replaced the entire catheter. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for medtronic.